Manufacturer narrative:
All available information was investigated and the reported difficult to open or close - gripper actuation - single was not confirmed via returned device analysis. The reported difficult to remove - entanglement and positioning failure - leaflet grasping - clip not implanted could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. Additionally, a cause for the reported difficult to remove from anatomy cannot be determined. However, the reported positioning failure associated with leaflet grasping appears to be related to procedural conditions associated with the posterior leaflet tissue getting torn during the procedure and the remaining leaflet length not being enough to be grasped. Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation (mr) appears to be related to procedural conditions associated with difficulty removing the clip from the anatomy. A cause for the low ejection fraction/ef (test result), however, cannot be determined. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). The physician attempted to use the plus knob of the steerable guide catheter (sgc) to adjust the sheath, but multiple attempts found that the deviation of the sheath did not have any significant effect. When the physician ended and the sheath was withdrawn, it was found that the head of the sheath was bent. The first clip was advanced into the anatomy and when it was attempted to grasp, one gripper would not fully fall, making it impossible to grasp both leaflets. The physician chose to withdraw the clip to the left atrium, where tendon cord entanglement occurred. After the clip was able to be withdraw to the left atrium, it was found that the cord was broken and reflux had significantly increased. Ultrasound showed that the posterior leaflet tissue had been torn, and the remaining length was not enough to be grasped. The clip was removed from the body, where it was observed that tissue was on the gripper. Several clips were deployed, however mr was unchanged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.